Event description:
It was reported that patient presented to clinic for a follow up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was in stable condition.